Manufacturer narrative:
A customer technical support (cts) instructed the customer to change the wiper and check the dispensing and aspiration on the wash probe; no issues were noted. The customer removed the reaction wheel, per cts instruction, and noted it was wet. The customer found two broken cuvettes and fluid in the wheel well. The fluid leaked was di water and diluted wash concentrate. A bec field service engineer (fse) found two wash/vacuum probes are not aspirating fluid from cuvettes. Fse replaced the probes and cleaned the instrument. Bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report 10 cuvettes failing water blank on the system. No injury or exposure was reported.